Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right femoral bone fracture involving the distal diaphysis and fracture of the screw at the junction of the intramedullary rod and the femoral stem of the tka. A possible cause for the bone fracture may be due to the screw fracture creating an area of weakness; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. Unknown femoral component. Unknown tibial tray. Unknown tibial stem. Unknown bearing. Unknown screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently the patient experienced a bone fracture. Attempts have been made and no further information is available.